Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A clinical investigation found that without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4). Literature: effect of tendon allograft and tendon autogenous reconstruction of posterior cruciate ligament injury of knee joint.

Event description:
It was reported that on literature review, "effect of tendon allograft and tendon autogenous reconstruction of posterior cruciate ligament injury of knee joint", 3 cases of joint swelling and effusion occurred about one week after surgery. The complication was treated with dexamethasone and symptomatic treatment. The current patient status is unknown.